Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received dilaudid (3mg/ml, 2.1mg/day) and bupivacaine (5.0mg/ml, 3.5mg/day) in an implantable pump [by program details] for [indication for use]. The manufacturer representative was contacted by the hcp due to the patient's claim of an audible alarm and withdrawal symptoms for the past two weeks. The hcp interrogated the pump and saw a motor stall and stopped pump may exceed tube set in the pump event logs. The pump was programmed to stopped pump mode and the alarms were silenced. The patient was referred to a surgeon for pump removal. The patient no longer wanted the pump. Surgical intervention was planned, but not yet scheduled. The issue was considered on-going. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported a pump and delivery failure that resulted in pain, withdrawal, and hospitalization. It was noted the date of the injury was (B)(6) 2016.

Event description:
On 2020-jan-30, additional information was received from the patient. They reported their pump was "shut down" just a few days after a refill so the reservoir was full. The pump drugs were reported as prialt and bupivacaine (unknown dose and concentration). During the call, the patient also mentioned that the pump is not in service and the patient thinks it looks like an alien on his stomach.

Manufacturer narrative:
H6; the previously reported conclusion code 92 no longer applies to this event and had been updated 67. Method code 4117 has been added. Results code 3221 has been added. Patient code c50499 has been added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer¿s representative on 2017-feb-08. It was reported that the patient¿s pump was not working/no longer operating and that ¿they shut it down.¿ it was noted this report was based on information from previous meetings with a representative. It was indicated they became aware of all the issues today but the patient had met with representatives in the past for the pump issues but the information about the dates of those meetings were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative reported the pump and catheter were replaced on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.